Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 562 mg/dl. Customer¿s current blood glucose level was over 600 mg/dl. Customer had symptoms such as headache, non stop bathroom, thirsty. Customer was treated with syringes. Customer stated that there was no air bubble or leak. The insulin pump will not be return for analysis.